Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who reported the patient was diagnosed with parkinson¿s in 2000, and had also been diagnosed with lewy body dementia. Due to this the patient couldn't swallow anymore, lived in a nursing home, and their ¿whole body was just done.¿ an attempt was made to adjust stimulation but the patient¿s whole body went into convulsions. The patient died on (B)(6) 2017 which the consumer thought was ¿just related to their parkinson¿s.¿ relevant medical history includes movement disorders.